Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
It was reported to philips that the xl defibrillator was in AED mode and did not shock the patient. The patient expired.

Manufacturer narrative:
It was reported to philips that the xl defibrillator was in AED mode and did not shock the patient. The incident took place in the medical-surgical unit after the female patient returned from surgery. When this device did not shock the patient in AED mode, the staff used another device and used the manual mode to shock the patient. The shock from the second device was delivered to the patient. The patient expired after receiving the shock from the second device. The supervisor of the medical surgical night shift did not attribute the patient's death to the device behavior. The philips field service engineer (fse) was contacted. The customer requested the device be sent to bench repair for evaluation. The bench repair evaluation found that the device did not recognize the paddles when connected. Device had multiple error codes (90008) which required checking the circuit pathway from the paddles to the power pca. Bench repair reseated all connections and refreshed the device with version a.02.23 software. The paddles are now working and recognized when paddles are attached. The device has passed all performance assurance tests. Philips has determined that this was a malfunction of circuit pathway from the paddles to the power pca. There is no indication of a systemic problem; no further investigation or action is warranted.